Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: d334trg ICD implanted: (B)(6) 2013; 4193-78 lead implanted: (B)(6) 2006.

Event description:
It was reported that upon opening the device implant site, the right ventricular (rv) pace/sense low voltage lead and the high voltage shock coil lead had insulation tears and shredded insulation. Both of the leads were capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.